Manufacturer narrative:
The pump alarmed insulin flow blocked during the seat test due to out of specification force sensor zero offset. Unable to verify the drive motor anomaly or perform the displacement, rewind, basic occlusion, force sensor or occlusion tests due to the unexpected insulin flow blocked alarm. The motor was tested outside of the device and it passed. The pump was received with a scratched case, a pillowing keypad overlay and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that there was a motor issue while the patient was changing the reservoir. No further details were provided. The insulin pump will be returned for analysis.